Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that a particular patient was not appearing in the pyxis system with an admitted status previously. A technical support specialist examined the station and determined that there were no issues present, subsequently closing the station. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system one patient was not showing in the pyxis with admitted status earlier. A customer indicated that the user experienced a delay in administering medication to patient care as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.